Event description:
It was reported that the customer experienced high and low blood glucose levels, for which the customer declined troubleshooting. The customer stated that he was taken off insulin pump therapy. She stated that the insulin pump alerted missed blood glucose check for about 4 or 5 hours. She stated that she could not recall what happened, but she noted that her doctor thought the issue was due to low blood glucose levels. The doctor advised the customer to get back onto insulin pump therapy. The customer stated that today her blood glucose reading was low in the 50 mg/dl range, and then later they were high at 338 mg/dl. She declined troubleshooting for any issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.